Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump buttons were not working sometimes they need to press the buttons 4 to 5 times before it works. Customer¿s blood glucose was 90 mg/dl at the time of incident. Customer stated that there is no response from any button. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Troubleshooting was not performed. The insulin pump will be returned for analysis.